Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed for leak in iab circuit. The iabp was switched to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm found multiple gas loss in in iabp circuit in the unit logs. The stm indicated that the logs point to something being wrong with the circuit that was being used. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed for leak in iab circuit. The iabp was switched to continue therapy. There was no harm or injury to patient and no adverse event was reported.